Event description:
It was reported that atrial and ventricular lead warnings were triggered. It was noted that there was a mode switch to unipolar pac ing/sensing and there was low impedance on both leads. No r-waves were seen at 30 bpm, ventricular sensing was reprogrammed to 5.6mv to ensure no oversensing in unipolar. Over 300 mode switches which look like noise were also noted on the atrial lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sdr303b pacemaker (B)(6) 2006. (B)(4).